Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Inspection of the device revealed that the sampling nozzle of the sample dispensing arm was hitting the tube because the customer used smaller tubes. Fse realigned the micro cup and sampling nozzle to the tube. The customer was subsequently able to run folate calibration without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. The 2076 clogging detected at specimen. The aia-900 operator's manual indicates that the clogging detected at specimen error is generated when negative pressure generated by suction of a specimen exceeds the standard value. There is a possibility that the sampling nozzle may be clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. The operator is instructed to contact tosoh local representatives. The 2083 air detected at specimen. The aia-900 operator's manual indicates that the air detected at specimen error message is generated when the when the level of a specimen is 2 mm or more from the bottom of the container or the tip does not touch the specimen after suction of the specimen. A retry will take place, and if there is no improvement an mf flag will be attached to the assay result. The operator is instructed to confirm that the set position of the specimen is correct, and also that no bubbles are being generated. If both of these items are normal but the trouble reoccurs, contact the tosoh local representatives. The 4124 specimen-z bump. The aia-900 service manual under chapter 8- troubleshooting indicates that the 4124 specimen-z bump error message is generated when the sample cap rear - end collision sensor s054 is activated while the sample dispensing arm z is moving toward the home position. An ss flag will be attached to the measurement result. The operator is instructed to remove the cap on the sample (if on) and perform the measurement again. If the cap is not on, contact the service department. And check s054 and pm051 for a possible malfunction. The most probable cause of the reported event was due to misalignment of the sampling dispensing arm sampling nozzle.

Event description:
It was reported that the customer received "2083 air detected at specimen" and "4124 sample z-bump" and "2076 clogging detected at specimen" errors with their aia-900 analyzer. The analyzer was down. The customer was unable to run alfa feta protein (afp). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.